Event description:
I had my essure implants placed on (B)(6) 2008. Soon after the procedure, I started experiencing unusual things. My leg began to swell, severe leg, lower back, and hip pain. I also started to experience allergies and because of this I developed allergy induced asthma. My hair began to fall out, started to have panic attacks, depression, restless legs syndrome, and vision problems. One of the most scary issue was my memory. I have always had a very good memory, known well in my family as the go to person to remember things and events. But I was experiencing short terms memory loss. This began to effect my work and my personal life. I was getting sick all the time and just did not understand what was going on, I was only in my (B)(6). One day, I googled "problems with essure" and wow there I was. I was not going crazy or grow old before my time. I fought for years to have essure removed but most doctors did not believe essure was the cause. I developed a fibroid tumor and that is how I got a hysterectomy. Two days after surgery, my pain is going, my brain fog/memory is better, my vision is better, and I fell great.